Event description:
Admitted to hosp with unstable angina. Cardiac cath in 2001 and ptca. During procedure stent came off the balloon while trying to retract the device into the guiding catheter. The guiding catheter was removed and a baskett snare was used to retrieve the stent from the abdominal aorta. After removing the stent, dr proceeded with the procedure and was able to stent the vessel with a new stent. Om2 vessel.